Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. H6: type of investigation code-10 investigation findings code-327 investigation conclusions -4310 = gl18af. Following our receipt of the one returned used sensor and performed a visual inspection and checked for physical damage and found cannula retracted inside sensor base. Unable to continue with functional testing due to sensor being damaged. In summary, the customer complaint of unexpected sensor alarms could not be confirmed, due to sensor being damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blood at site, difference between sensor glucose and blood glucose values, calibration not accepted alert. The event involved product(s) mmt-7040b. Troubleshooting was performed. Insulin delivery was not suspended. Customer reported blood glucose value of 117 mg/dl. Customer reported sensor glucose value of 185 mg/dl. Customer noticed that difference between sensor glucose and blood glucose was more than 30%. No further patient complications were reported. The customer will discontinue to use the sensor. Mmt-7040b was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Following our receipt of the one returned used sensor and performed a visual inspection and checked for physical damage and found cannula retracted inside sensor base. Unable to continue with functional testing due to sensor being damaged. In summary, the customer complaint of unexpected sensor alarms could not be confirmed, due to sensor being damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.